Manufacturer narrative:
The device was not yet returned to the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported on behalf of the customer that on unspecified date, c7000 cusa clarity console, handpiece (unspecified), c7414sea cusa clarity tip were used for a liver resection surgery. It was reported that the patient may have been burned during surgery. The event was discovered after undraping the patient. It was unknown if there was any medical intervention done to the patient. Additional information was obtained from the customer on (B)(6) 2018: it was noted that while the doctor was doing the operation, the handpiece was placed on the patient¿s abdomen while clamping the vascular bleeding. The instrument was not set up in the mayo table since they needed the handpiece to be within the doctor¿s reach. It was noted by someone at the operating room that the handpiece was warm. Upon checking, it was the doctor stepping on the pedal. No noise was noted that the device was being used at that time. After undraping the patient, they noted that the patient sustained 3 or 4 burns. Additional information had been requested and on (B)(6) 2018 a medwatch report with u/f importer number: (B)(4) was received: patient underwent radioembolization (y90) and portal vein embolization. The surgeon performed an extended right hepatectomy. It was reported that the cusa was used to perform the parenchymal transection. At the end of the case, after removal of the surgical drape, there was redness and four blisters were noticed on the midline and upper left side of the patient's abdomen. C7414sea tip with lot number 1172035 and c7036 handpiece with serial number: (B)(4).

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. The device history record for lot 1172035 was reviewed and no anomaly was observed that could have caused the reported condition. No event or nc was generated for lot 1172035 or tip 3171132; thus, the lots complied with our acceptance criteria for release process. The failure mode could not be confirmed. The root cause cannot be determined due to the lack of information received to perform a complete investigation.